Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6) and event site name is (B)(6) medical cent. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) new helium tank was installed and it showed low helium pressure reading. Patient was not involved. No harm occurred.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, re-lubed the helium tank transducer, reseated the helium tank transducer and completed a thorough check of the helium pneumatic system. This did resolve the helium leak issue. All functional test performed and unit was returned to customer.